Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was generating heat. Therefore, the reported condition that the device had an undetermined malfunction was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was worn, had cosmetic damage, the bearing was worn, the device was generating heat, and there was component damage. It was further determined that the device failed pretest for visual assessment, thimble screw set, and temperature assessment. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.